Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - a visual examination of the returned device found that the stent was moved distally on the balloon. As a result the proximal edge of the stent was positioned 0.5mm distal to the distal edge of the proximal markerband. An examination of the crimped stent found that the proximal edge of the stent was raised. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, the stent moved on the balloon. Vascular access was gained via the femoral artery. The 80% stenosed, 3.5x32mm, eccentric and progressive target lesion was located in the non-tortuous and non-calcified right coronary artery (rca). The lesion was predilated with and unknown 3.0x20mm balloon. As the physician advanced the 3.5x32mm liberte stent to the target lesion it was noted that the advancement of the device felt strange, as if the "resistance in the artery had disappeared." The physician removed the device and noted that the stent had moved from the primary position on the balloon. The stent remained on the delivery device. The procedure was completed with another 3.5x32mm liberte stent. No patient complications were reported and the patient status is stable.

Event description:
It was reported that during a stenting treatment procedure, the stent moved on the balloon. Vascular access was gained via the femoral artery. The 80% stenosed, 3.5x32mm, eccentric and progressive target lesion was located in the non-tortuous and non-calcified right coronary artery (rca). The lesion was predilated with and unknown 3.0x20mm balloon. As the physician advanced the 3.5x32mm liberte stent to the target lesion it was noted that the advancement of the device felt strange, as if the 'resistance in the artery had disappeared'. The physician removed the device and noted that the stent had moved from the primary position on the balloon. The stent remained on the delivery device. The procedure was completed with another 3.5x32mm liberte stent. No patient complications were reported and the patient status is stable.